Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness and was found on the ground. The patient could not remember anything about the comparison of the cgm and the blood glucose reading, but she stated they were inaccurate. The patient was hospitalized for 2 to 3 weeks (no information about specific dates for the hospitalization) and was treated with anti-nausea medication (metoclopramide) and glucagon nasal spray baqsimi 3mg/dl . The patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.